Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported during lead implantation, a low shock impedance measurement was observed. The patient failed a defibrillation threshold test twice and the patient could not be converted. The patient was asymptomatic. The right ventricular lead was electively explanted and replaced. The patient condition was good before, during, and after the case.